Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a transcatheter myocardial ablation procedure. During preparation, the user mentioned that a foreign object was noted on the shaft of the needle. Although it was not visible to the naked eye, a lump could be felt when it was touched. Hence, the product was replaced, and the procedure was completed successfully. No patient complications reported. Product is available for return.

Manufacturer narrative:
The device has returned for evaluation. Upon receipt at our post market quality assurance laboratory, the nrg needle passed flushing test (pre and post decontamination). Then, the needle was visually inspected and found to have its curve reshaped. Also, the device failed the curve overlay inspection due to the manual reshaping of the needle. Next, the device passed the dimensional test for proximal and distal outer diameter (ods) inspections; the device conformed to the design specifications for the distal and proximal hypotube ods. Additionally, the inspection revealed no lumps or abnormalities on the shaft. Labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not bend the nrg transseptal needle. Excessive bending or kinking of the needle tip may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle.'. Based on the analysis, the reported allegation of a lump or foreign object on the needle shaft was not confirmed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a transcatheter myocardial ablation procedure. During preparation, the user mentioned that a foreign object was noted on the shaft of the needle. Although it was not visible to the naked eye, a lump could be felt when it was touched. Hence, the product was replaced, and the procedure was completed successfully. No patient complications reported. Product is available for return. It has been further mentioned that there was no damage noted on the packaging and no other damage noted on the device itself. The device has returned for analysis.